Manufacturer narrative:
Submit date: 12/13/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the component 7462 has black on it and the edges are frayed.

Manufacturer narrative:
There was 1 sample that was received and for evaluation. A visual examination confirmed that there was contamination embedded within the fibers of the sponge and that there were also loose fibers at the end of the sponge. The reported condition is confirmed. The returned product did not meet quality release specifications. A review of the device history record was performed during this investigation. No discrepancies were noted. All device history records are reviewed and approved by quality prior to release of product. There is an open corrective/preventative action (CAPA) for the reported condition of ¿unidentified matter¿ ¿and also for the reported condition of a miscount for gauze sponges) to address the root cause and corrective actions. If information is provided in the future, a supplemental report will be issued.